Manufacturer narrative:
Investigation summary: lot number history review / DHR review / avaliação do histórico de lote / revisão DHR: it was verified the batch record and it was observed that the manufacturing date for this batch was may 27 - 29 , 2017. It was found the quality notification ((B)(4)) for the defect nedlle clogged. No maintenance or other deviation was found for this batch investigation conclusion: evaluating the sample provided by the customer, it is possible to identify foreign matter - resin at the cannula. The problem is that the assembly process causes a material failure. According to (B)(4) the defect identified from this complaint will be monitored for trend evaluation. Root cause description: during the batch production there are no records of occurrences related to this defect, but after the analysis of the sample it is possible to confirm the clogged needle. Thus the potential causes: - burr over the pieces of molding process, burr in hub of needle which could close the pipe fluid way. - dimensional of internal diameter could be larger than specified, causing failure during assembly and consequent clogging the needle - clogging the vacuum system which is responsable for the needle assemble on the hub after resing application. If the vacuum system is clogged there is no pressure enough for the set of needles.

Event description:
It was reported that a bd precisionglide¿ hypodermic needle was found before use with the presence of a plastic species adhered to the needle tip. The presence of such material did not allow the use of the needle. There was no report of injury or medical intervention needed.